Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, broken battery tube threads, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Battery cap damage is unknown due to the pump being received without a battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.